Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument grip cable was derailed. There was stiffness when attempted to rotate the disc. Opened the housing, found the grip cable derailed on clamping pulley. Additional observations by failure analysis also found: the instrument grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The distal pulley had mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface. Failure analysis concluded, mechanical indentations/burrs was due to mishandling/misuse. The instrument main tube had scratch marks/ abrasions. The distal end of main tube had various scratch marks exhibiting light material removal and rough surface finish. The scratches were short in length and not axially aligned with the tube. The instrument clamping pulley corroded. Also found corrosion on clamping pulley. Failure analysis concluded the concluded corroded damage was due to improper cleaning. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the frayed cable and/or main tube scratches if to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci thyroidectomy procedure that the prograsp forceps instrument wasn't controlled suddenly. And a nurse checked drape and wire of the instrument and confirmed wire has not been derailed. When surgeon gripped with the forceps, the instruments couldn't be fixed and jaw was opened. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.